Event description:
The customer reported that the x-ray tube would not move back and forth on the 2800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The limit switch was repaired. The system was tested and is operating as intended.